Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. An xtw clip was inserted, grasping was performed, and the main jet disappeared. However, an increase in mr was observed in the lateral indentation. Therefore, the xtw clip was removed and replaced with an nt clip. The nt clip was successfully deployed, reducing mr to a grade of 1. After removal of the steerable guide catheter (sgc), a left to right shunt was observed, causing the patient¿s blood pressure to slightly decrease. Therefore, a closure device was implanted to treat the shunt. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported hypotension is a cascading event of the atrial perforation. A cause for the reported atrial perforation could not be conclusively determined. It is possible that it is a result of the mitraclip procedure. However, this cannot be confirmed. The reported patient effects of perforation and hypotension, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.